Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). Th investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode and ise indirect na-k-cl for gen.2 results from six patient samples tested on the cobas pro ise analytical unit. This medwatch is for the ise indirect na-k-cl for gen.2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the sodium electrode assay. Patient sample 1 sodium the initial result was 159.5 (160) mmol/l. The repeat result was 142.9 (143) mmol/l. Chloride the initial result was 121.0 mmol/l. The repeat result was 108.7 (109) mmol/l. Patient sample 2 sodium the initial result was 142.3 (142) mmol/l. The repeat result was 131.8 (132) mmol/l. Patient sample 3 sodium the initial result was 137.8 (138) mmol/l. The repeat result was 127.2 (127) mmol/l. Chloride the initial result was 121 mmol/l. The repeat result was 109 mmol/l. Patient sample 4 sodium the initial result was 152.6 (153) mmol/l. The repeat result was 139.0 mmol/l. Chloride the initial result was 108.6 (109) mmol/l. The repeat result was 98.1 (98) mmol/l. Patient sample 5 sodium the initial result was 149.9 (150) mmol/l. The repeat result was 141.1 (141) mmol/l. Patient sample 6 sodium the initial result was 149.4 (149) mmol/l. The repeat result was 139.5 (140) mmol/l.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The chloride electrode lot number and expiration date were not provided. Qc was acceptable. There is no indication of a reagent performance issue. There were multiple abnormal aspiration and sample short alarms noted on the date of the event. The field service engineer (fse) found that the rotary solenoid holder was broken. This was removed to prevent it from affecting the solution straws' vertical movement when replacing the reagent bottles. The customer performed qc with acceptable results. The investigation determined that the service actions resolved the issue.